Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #:mc1avr1-delsys / expiration date: dd-mmm-yyyy / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 18-mar-2020 . Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), a perforation occurred approximately mid anterior wall leading to tamponade and the patient coding. A pericardiocentesis and sternotomy were performed and the implant was abandoned. The patient was stable post-repair. No further patient complications have been reported as a result of this event.